Manufacturer narrative:
(B)(4).

Event description:
The customer stated approximately 10 patient samples had "positive" elecsys troponin t stat assay results from cobas 6000 e 601 module serial (B)(4) that were <0.010 ng/ml when repeated on another cobas 6000 e 601 module. A physician called and questioned a result on (B)(6) 2018 so the customer started reviewing the results and repeating samples on the other analyzer. The results from the other analyzer were believed to be correct. One patient had a heart catherization that was "positive" and had an abnormal EKG and chest pain. The surgeon confirmed he did not base his decision solely on the troponin result. There was no adverse event. The qc results were within the acceptable range on both analyzers and the same reagent lot was used on both analyzers. The field service representative stated the customer believed the reagent pack was to blame and needed to be recalibrated as the pack had been onboard the analyzer for a few days. The customer had replaced the reagent pack prior to his arrival onsite and had performed calibration and qc. The field service representative ran performance testing which passed. The customer re-calibrated and ran qc.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided data, general reagent issue could be excluded.